Event description:
It was reported that during a rotator cuff repair surgery the healicoil pk 5.5 mm suture anchor pulled out from the bone. An additional bone hole was required. A backup device was used to complete the surgery.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor system was returned for evaluation. Visual assessment of the device showed the anchor and suture are free from the inserter. The inserter, anchor and suture show no abnormalities. Dimensional assessment of the anchor confirmed it meets print specifications. From the information provided, the anchor pulled out of the patients bone. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the insertion site not prepared with the recommended smith & nephew instrumentation. Pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).

Event description:
It was reported that during a rotator cuff repair surgery the healicoil pk 5.5 mm suture anchor pulled out from the bone. An additional bone hole was required and a backup device was available to complete the procedure with no delay or patient injuries.